Event description:
Procedure: wedge/segmental resection. According to the reporter: the device could fire partially. No reinforcement material was used in this case. To correct the issue, surgeon made a cut in the tissue with 60amt from the opposite side of ring forceps and the rest of tissue was resected with 60axt. Resulting in tissue loss. Operating time extended less than 30 minutes. There was no tissue damage. Nothing fell into the patient's cavity and there was no bleeding. The tissue was not too stiff. The patient is under observation and leaking has not been stopped on (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).